Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No part was returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation system being used during a demonstration. It was reported that the system changed the registration error metric without any additional information being added. While using the ¿bert head¿, the trace registration reached an error metric of 1.3 millimeters. They went to add an additional touch point as an example, and when they switched to the touch tab, prior to adding any touchpoints, the registration metric dropped from 1.3 millimeters to 0.9 millimeters. After adding the touchpoint, and touching it, the registration metric dropped to 0.7 millimeters. They were using the footpedal for this registration. They did this a second time. There was no patient present when this issue was identified.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to an anomaly in the medtronic navigation software anomaly tracking database.